Event description:
My philips respironics system one CPAP machine had a (I think plastic or other material) connector melt and burn up inside the CPAP device and the power material spread inside the entire device and into my breathing hose and my lungs. I am having difficulty breathing etc. I went on line and see this is a problem that they never told anyone about. This is worse than the foam issue. I stopped using the device last night as I was having trouble breathing. I do not know how long ago the connector melted and disintegrated into powder and how long I have been breathing the unknown powder in. I took off the cover and cut the humidifier wiring so no one else gets hurt by this defect. All that was left of the end of the connector was about a 1/16 of an inch of powder under the burnt off connector. I cleaned off as much powder as I could without disassembling the device other than the top. You can still see some residue under the terminal I cut off. I will send pictures. FDA safety report ID # (B)(4).